Event description:
It was reported that the left ventricular (lv) lead appeared to have dislodged sometime after the last device change-out a little more than a year earlier. The lv lead was capped and the physician decided to have the surgeon place an epicardial lv pacing lead due to lack of sufficient cardiac veins for transvenous lv pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 biv ICD, implanted: (B)(6) 2013. A 383059 lead, implanted (B)(6) 2011. (B)(4).